Event description:
It was reported that the second plate of an roi-c construct could not be installed within the spacer intra-operatively. During installation of the second construct at the adjacent level, a piece of the anterior portion of the spacer broke off and was wedged in the channel between the spacer and the plate; the piece could not be recovered. There was a delay of 30 minutes to the procedure, but there have been no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned so an evaluation was unable to be performed, however photos were provided. The provided photos show that a inferior plate was not installed. Root cause: a definitive root cause cannot be determined with the information provided. The second anchoring plate was unable to advance through the cage because the cage had fractured and a piece was jammed in the anchoring plate pathway. The cage fracture could be related to difficulty implanting the first anchoring plate. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2024-00145.

Event description:
It was reported that the second plate of an roi-c construct could not be installed within the spacer intra-operatively. During installation of the second construct at the adjacent level, a piece of the anterior portion of the spacer broke off and was wedged in the channel between the spacer and the plate; the piece could not be recovered. There was a delay of 30 minutes to the procedure, but there have been no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
E1 phone number: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.